Manufacturer narrative:
The complaint rt324 continuous flow infant breathing circuit is expected to return to fisher & paykel healthcare (B)(4) for evaluation but has not been received yet. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a humidifier connected to an rt324 infant continuous flow breathing circuit would not heat up. It was further reported that the hospital changed the humidifier as well as the heater wires. However, the issue was not resolved until the rt324 breathing circuit was replaced. No patient consequence was reported.